Event description:
During an unk procedure the chamfer reamer took a small ring of extra bone (1-2mm) from the pt. There were no reported adverse events or pt injury resulting from the event.

Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to (B)(4) for evaluation. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by smith and nephew. Pt code: no code available on the pt problem code hierarchy which relates to the adverse event of extra bone removed during procedure.

Manufacturer narrative:
Complaint sample was not returned for evaluation so the reported event cannot be confirmed. No further investigation is required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.